Event description:
Caller reported potential false negative hcg results for two pts. Caller was only able to provide information for one pt. A (B)(6) pt came in to confirm a positive home pregnancy test. Quantitative test was performed which gave a positive result (no specific value provided). First morning pt sample was not used. No other pt information provided. No samples were available for investigation. Testing technique: internal control line evident, background clear. External controls - not run. Kit stored at room temperature. Freshly voided specimen, collected in clean/dry container. Three drops of specimen, read time: 3 mins; wall clock used. Pouch of cassette opened just prior to testing. No date/time of collection or testing. Visual inspection: ok, nothing unusual.

Manufacturer narrative:
Pt samples were not returned for investigation. Product support tested 30 retained devices (15 devices with low cut-off and 15 with cut-off) and 30 returned devices (15 devices with low cut-off and 15 with high cut-off) with in-house controls. Investigation results for retained and returned devices: controls: 25miu/ml hcg urine lot: hcg120405-01. A 210.0iu/ml hcg urine lot: hcg120517-01. A 219.3iu/ml hcg urine lot: hcg120409-01. A 202iu/ml hcg urine lot: hcg120522-01. The retained devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. (N=15). The 210.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The 219.3iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The 202iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The returned devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. (N=11). The 210.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=3). The 219.3iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=3). Conclusion: from retained and returned testing with in-house controls, the customer's results were not replicated and the product performed as expected. No abnormal results were found during manufacturing document review. As of (B)(4) 2012, this is the only complaint against lot hcg1100151. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.